Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "system fault code 36" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was returned to the customer. No trend is associated with reports of this type.